Event description:
Two sequential instances of tubing rupture were noted during the case, both requiring tubing change-out. The first section of tubing was reported to be from the rollerhead section, but the second section was reported as located outside the rollerhead area. Only the second section of tubing was available for analysis. No consequence was reported for the patient.